Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer while using the device. Medical intervention was not specified. Additional information received from the patient indicates there is no allegation of particles or residue in the device in addition to there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Section h6 device problem code, there was no allegation of degradation. After further clinical review, this report is now being filed as an adverse event instead of a product problem. Box b and section h6, health impact code was updated to reflect this decision.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer while using the device. Medical intervention was not specified. Additional information received from the patient indicates there is no allegation of particles or residue in the device in addition to there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Section h6 device problem code, there was no allegation of degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer while using the device. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown dust contaminant on the top cover, inside iso port, side panel, pca, blower cap, blower housing, right side assembly, blower outlet bellow, bottom enclosure, and blower. Pil observed that ui knob spring was on device, but no ui knob was present. Pil observed black hairlike contaminant on the top cover, and right-side assembly. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In this report section g3, h2, h6 and h11 has been updated. In h6 device problem code, evaluation method code, evaluation results code and conclusion code grid has been updated